Manufacturer narrative:
The suspected faulty power management board was returned to getinge's national repair center (nrc) for evaluation. A senior repair technician evaluated the power management board and no visual damaged was observed. The senior repair technician then installed the power management board into the cardiosave test fixture and tested to factory specification per cardiosave service manual. The nrc could not verify the failure of the unit shutting down, after an extended run in time of the cardiosave. The board passed testing and it will be sent to the supplier for failure analysis as per procedure. A supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that during air transport, the cardisoave intra-aortic balloon pump (iabp) shut down on the patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the site, and the fse was taken where the iabp was, and found the iabp unit unplugged, with both batteries showing one led of charge. Upon being first turned on clinical mode, the iabp unit showed prompt ¿no backup battery detected.¿ prompt was cleared after plugging in the iabp unit for about 15 minutes. The fse left the batteries charging overnight, and studied and researched the logs. The fse identified the iabp unit running on battery from march 15, 2019 through march 16, 2019 about 1140 hours - 0030 hours, at around 0030 hours. Battery one showed 0%, unit switched to battery 2 which had about 86 percent, showing a power status change. The iabp unit however, shut down at some point between 0030 - 0047 hours. The iabp unit showed a power on event around 0047 hours, without any power off event, thus pointing to a shut down. On april 11, 2019, the fse successfully completed a battery runtime test on batteries 1 and 2 without issue. The fse was unable to replicate battery switching issue from battery 1 -2 during the battery runtime test. The fse replaced suspected power management board to address other potential intermittent issues, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The fse provided the customer with lithium ion batteries for use in other in-house maintained iabp units. The power management board will be sent to (B)(4) for failure investigation. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during air transport, the cardisoave intra-aortic balloon pump (iabp) shut down on the patient. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during air transport, the cardisoave intra-aortic balloon pump (iabp) shut down on the patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The nrc received the power management board from the supplier. The supplier stated that they were unable to duplicate the customer failure, of the unit shutting down. The board passed testing. The nrc investigated the suspected power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and returned to stock as per procedure.